Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after (B)(6) months of support, the patient presented with signs and symptoms of hemolysis and heart failure, slight power elevations, shortness of breath, tea colored urine and increasing lactate dehydrogenase (ldh) levels. According to additional information submitted to the manufacturer, the patient was listed status 1a on the transplant list and subsequently received a heart transplant.